Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "during use, the customer found 1ea tube has low draw issue."